Event description:
It was reported via repair work order that the side rail was not latching properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail was not latching properly.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the patient right side rail was not fully latching up due to broken top rail between latch spindle and fifth spindle. No exposed sharp edges were reported.